Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced on-going low blood glucose levels (bg) in the 50-60s mg/dl range. Reportedly, customer's basal rate settings required adjustment. Customer consumed carbohydrates and glucose tabs to address the lows. Reportedly, customer is working with their health care provider to resolve their bg levels.